Event description:
It was reported that during implant, the right atrial (ra) lead impedance suddenly dropped and there was no electrogram. The analyzer was changed, and measurements remained the same. It was determined that the lead impedance changed while cautery was being used. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).